Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemosafelock vial adapter generated an occlusion. The reporter stated, ¿drug solution remains." The event occurred after use. The sample is not contaminated with blood or body fluid. There was no reported impact of the event on the patient or medical institution worker. The reporter was not able to identify if the reported issue was attributed to the manufacturing process. There was no patient harm reported.